Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was achieved with a proglide device using the pre-close technique via a 6f sheath prior to a thoracic abdominal pathology intervention. Reportedly, a second proglide device was deployed to preplace a second suture. After completing step 4 [closing the footplate], the foot of the proglide was not fully closed. This foot caused damage to the vessel wall and leakage of blood that was pulsatile bleeding. Blood flow was controlled with manual compression. The sheath was upsized to greater than 8.5f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures and manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿after completing step 4 (closing the footplate), the foot of the proglide was not fully closed¿ was not confirmed. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of hemorrhage and unspecified tissue injury (vascular injury) are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.